Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support and assisted in resetting the pump. After successfully resetting the pump, the malfunction did not recur, and the customer continued using the pump.